Event description:
The snare broke during placement and had to be fished out of the pt.

Manufacturer narrative:
This complaint is confirmed and will be reported as supplier related. Returned for evaluation was one disposable grasping snare. The loop wire had detached from its metal locking crimp. The dimensional measurements for the metal locking crimp are not within dimensional specifications. A chr of lot #husd2073 showed no other similar product complaint(s) from this lot.